Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused shortness of breath and cough. The patient was hospitalized for two days. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused shortness of breath and cough. The patient was hospitalized for two days. Additional information received from the customer indicates that she has no problems with the device. Attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.